Event description:
Co has discovered through product complaints received in 2002 and physical testing of in-house samples that these lots of screws may be distorted and may not fit properly onto the meniscal screwdriver. If a distorted screw is forced onto the driver, the screw may not deploy properly and may pull out of the tissue when the meniscal screwdriver is removed. As result of this situation the affected lots that have been distributed are being recalled.